Manufacturer narrative:
Related manufacturer report number: 2017865-2024-67627.

Event description:
Related manufacturer report number: 2017865-2024-67627. It was reported that the patient presented for a new implant procedure. It was reported that the patient died during the procedure. There were no complaints on the pacemaker by the physician. The patient was sick, immunocompromised and the physician believed the patient's pre-existing comorbidities were a contributing factor to the patient's death during the procedure.